Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that the patient received a pump after a prior infection explant (please see manufacturing report number: 2182207-2026-01025). The earliest date that was as medically safe as possible and practically possible was (B)(6) 2025 and the operation was performed. Prior to the operation, the pros and cons of placing the pump on the right or left side were weighed, where the decision was made to place the new pump on the left side (where it had previously been) through a new incision below the old surgical scar. Unfortunately, the patient was again affected by a high fever and came in with increased infection samples to the neurosurgical ward (B)(6) 2025. The pump had to be removed due to infection on (B)(6) 2025. The patient continued with antibiotics and baclofen in tablet form. After this operation, the patient deteriorates significantly (B)(6) 2025 when the on-duty emergency service was called because the patient became increasingly difficult to be in contact with. It was then difficult to determine whether the patient was suffering from baclofen withdrawal or baclofen overdose, but when he was unconscious, a decision was made to intubate. The hcp was once again on duty (B)(6) 2025 and was then consulted regarding the patient. On examination, the patient was then intubated, but completely limp when he was kept anesthetized. When the sleep medication was turned off, he instead became extremely spastic. Baclofen via tablet form or as a direct injection into the spinal canal had no effect on spasticity, but the only alternative was to put the patient to sleep. They then decided to place a catheter in the spinal canal connected to an external drug pump with the same drug dosage as the patient previously had in their implanted baclofen pump. After that, the patient's spasticity could be successfully treated and the patient did not need to be kept anesthetized anymore but could be woken up and disconnected from the ventilator (extubated) (B)(6) 2025. After that, the patient recovered very well and could eventually be moved from an intensive care unit to a regular inpatient ward for continued antibiotic treatment. Since the patient had been so life-threateningly affected by being without their treatment with baclofen in the spinal canal, it was decided to keep the patient hospitalized with antibiotic treatment until the infection was assessed as cured by an infectious disease doctor. (B)(6) 2025 the patient was assessed as operable and the hcp operated a new pump on the right side. This procedure was straightforward and the patient was discharged home (B)(6) 2025. That time the pump was healing well and there had been no signs of infection. It was reported that the probable causes were foreign material infection as well as baclofen withdrawal, additionally considerable co-morbidity. No obvious fault with the product. Deals with a well-known complication of implantation of foreign material. The patient's age, weight, gender, and medical history were asked, but unknown and would not be made available. The patient's age was reported as between 65 and 85 years old. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the issue had nothing to do with the products and had no time to review.